Event description:
Customer's mother reported a no delivery alarm. The blood glucose reading was 410 mg/dl. She was assisted in performing a 5 unit fixed prime and stated that insulin did exit. She was advised to change the entire infusion set. Customer's mother reported that the cannula appeared to be occluded. Customer was unable to do further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.